Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Same case as: 2134265-2011-04594, 2134265-2011-04607. In (B)(6) 2008, during the index procedure, a 3.5x28mm (B)(4) stent was implanted in the mid left anterior descending (lad) for in-stent restenosis of an unknown size non-bsc stent. In (B)(6) 2009, the physician implanted a 3.0x9mm (B)(4) stent in the 95% stenosed proximal lad and a 3.0x16mm (B)(4) stent at the stent distal edge in the mid lad. In (B)(6) 2010, the patient was admitted due to stable angina. The lesion located in the 1st right posterolateral was 75% stenosed, no calcification with in-stent restenosis of a previously deployed drug eluting stent. There was in-stent restenosis in the proximal left anterior descending (lad) and chronic total occlusion in the apical lad. The lesion was treated with the placement of a 2.5x28mm promus stent. A 75% stenosed lesion located in the 1st diagonal was treated with ballooning. Post dilation was performed. In (B)(6) 2011, the patient experienced angina, chest discomfort, difficulty breathing and restenosis in mid and apical lad. Later that month the patient was hospitalized. The lesion located in the mid lad was 70% stenosed. The lesion located in the apical lad was 90% stenosed. An intervention was performed with a 2.5x10mm unknown cutting balloon and a 3.5x15mm stent. The procedure was successfully completed and the patient status is recovered. In (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has not been returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).